Manufacturer narrative:
H6: investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch numbers 0284475, 0315760. Bd quality performs a systematic approach to investigate false positive results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. The reported complaint was unable to be confirmed. The root cause could not be identified. However, there is a trend against false positive results. Bd has initiated CAPA #1878253 to further investigate. Returned product testing could not be completed a samples are expired. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using a pcr test method and the results were negative. The customer stated the patients tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no indication that results were reported out. Patients were sent home to self-quarantine. Eua (B)(4).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using a pcr test method and the results were negative. The customer stated the patients tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no indication that results were reported out. Patients were sent home to self-quarantine. Eua (B)(4).